Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible fracture was noted on the right ventricular (rv) lead. Oversensing and noise were also noted on this rv lead. This lead was capped and replaced. No patient complications have been reported as a result of this event.